Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. The customer's blood glucose value was 113 mg/dl. Approximate size of air bubbles is very large bubbles. The bubbles were located in inside the reservoir, all over the reservoir. Air bubbles were not removed successfully. The insulin pump will not be returned for analysis.